Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the coating of the guidewire was damaged during a crossover puncture. No patient harm or injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually inspected and damage to the wire coating was observed 32cm from the distal tip. The complaint is confirmed. The damage is consistent with the wire being scored with a sharp surface resulting in damage to the wire coating. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.